Event description:
A customer reported her blood glucose test did not start after she applied a blood sample to the test strip, and she was unable to obtain a reading on her blood glucose meter. The customer reported she experienced symptoms of hypoglycemia, loss of consciousness and a seizure. The customer also reported she bit her tongue as a result of the seizure. The paramedics were called, reportedly administered an unknown intravenous medication and transported the customer to a hospital, where she was diagnosed with severe hypoglycemia and continued being treated with an unknown intravenous medication. It was also given to the customer apple juice and a snack. The customer additionally reported being treated with an unknown antibiotic for the bite of her tongue. Although the customer reported a blood glucose reading of 60-62 mg/dl, it is unknown when the reading was obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: during the adc customer service troubleshooting survey, the customer reported she did not apply a second drop of blood to the test strip in the appropriate timeframe. Adc customer service educated the customer about the proper technique.